Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient maintaining poor personal hygiene. Peritonitis was manifested by abdominal pain, cloudy effluent, vomiting, and fever. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with cefazolin (intraperitoneal, 1 gram daily for 14 days) and fortum (intraperitoneal, 1 gram daily for 14 days) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event and discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.